Event description:
It was reported that a patient underwent a hernia repair procedure on an unknown date and mesh was implanted. The patient developed impaired wound healing and a possible recurrent hernia. The surgeon re-operated and found the mesh was no longer intact and appeared to be unraveling with the knots still present. The surgeon reconnected the existing mesh. Post-operatively the wound is still not healing with pieces of string extruding from it. The surgeon trimmed the extruding mesh. Additional information has been requested.

Manufacturer narrative:
(B)(4) - impaired wound healing. Conclusion: to date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Manufacturer narrative:
Actual sample was returned for evaluation. Visual inspection was performed on one returned mass of cut, used colorless monofilament fibers with residual blood and tissue remains present. The returned used, cut monofilaments were consistent with cut sections of a woven colorless polypropylene mesh, as the cut sections retained memory from the original mesh construction. All of the fiber segments were cut. No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.